Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step, and over filled their cartridge with cold insulin. Customer continued to use the existing cartridge. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Customer¿s blood glucose level ranged from 90-110 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.